Event description:
It was reported that there are length indicator marked by white spots on the catheter, and our customer said that it easily was taken off during insertion of the catheter. It was checked and it was removed easily with a fingernail. It was further reported that the customer was concerned about safety of the white material, and they said it has never happened in other catheters. No pt complications were reported. Device will not be returned for evaluation; however, a test sample may be returned. Model number was not reported; however, it was stated that it was a vantex catheter.

Manufacturer narrative:
Method - the actual device will not be returned; however, a test sample from the warehouse may be returned.